Event description:
It was reported the pt experienced a loss of stimulation in addition to a stinging sensation at the ipg site. X-rays revealed the lead migrated out the epidural space and coiled behind the ipg. Reportedly, the pt had fallen in (B)(6) and stimulation subsequently changed. Surgical intervention was undertaken on (B)(6) 2014 whereas two add'l leads were implanted along with two shift-luck anchors. Effective therapy was achieved postoperatively thus resolving the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.